Event description:
Boston scientific received information that the lead safety switch occurred for the right ventricular (rv) lead due to out of range impedance measurement. The field representative noted that upon interrogation, all lead impedance measurements appeared normal. A lead revision procedure was performed. During the revision procedure, insulation damage was observed. The rv lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.